Event description:
It was reported that during the use of the product, an occlusion alarm went off. No patient injury was reported.

Manufacturer narrative:
One infusion pump was received for evaluation in relation to this event. All labels were still intact. No physical damaged was found on the device. As a result of checking the event history log, it was confirmed that the occlusion alarm was recorded after priming on (B)(6) 2021. A function test was completed, with the device functioning as intended, and was unable to replicate the reported problem. As a preventative maintenance, the downstream sensor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.